Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient had no problem after the pci. The subject catheter was returned for investigation. The concomitant guide wire was inserted in the catheter and the separated catheter tip was found on the guide wire approximately 70 mm from the distal wire end. The catheter was stuck on the guide wire. The catheter tip was microscopically observed. The tip was found twisted and several helical scratches were found on the tip shaft. The catheter lumen was found narrowed. Proximal to the separated tip, loosened coils of the guide wire were found. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the catheter tip was twisted by torsion exceeding the product's design limit that might be applied while the catheter tip was trapped by the small vessel. The deformed tip made the wire sliding ability deteriorated leading both devices to accumulate torsion even more. Due to accumulating torsion, the tip became torn off, the coils became loosened, and eventually both devices became stuck on each other. There was no indication of product deficiency. A reportable malfunction, separation of the catheter tip, was observed when the device was returned for evaluation; therefore, the date the manufacturer became aware of this event was considered the date the device returned, which was jan. 16, 2018. The tip was damaged too severely to exclude a possibility that tip fragment(s) might be left in the anatomy. Instructions for use states: - [warnings] do not use this microcatheter to an advanced calcified lesion; - [warnings] do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.); and, - [malfunctions and adverse events] separation.

Event description:
It was reported that the subject catheter and a concomitant guide wire became stuck on each other when the catheter was advanced with the guide wire via a septal channel during a pci to treat a heavily calcified cto lesion in the lad #7. The system was removed from the anatomy. A new guide wire and catheter were used to complete the pci. The procedure was completed with reestablished blood flow.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.